Event description:
The field service engineer reported on behalf of the customer that the device was damaged and needed repair. The issues were detected during a field service engineer evaluation. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the auxiliary tube had foreign objects in it. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: the forceps channel port had a dent, the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, switch 2 was damaged, due to a cut on the bending section cover rubber the water tightness was lost, due to dirt on the objective lens the image had a stain, the plastic distal end cover had a scratch, the objective lens had a scratch, the adhesive around the objective lens had discoloration, the adhesive around the light guide lens had discoloration, the adhesive on the bending section cover rubber had a crack, the connecting tube had a buckling, the universal cord had coating peeling, the video cable had discoloration due to water leakage, and the video connector had corrosion due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.